Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient's native valve diameter was 20mm x 24mm. The patient's aortic valve angle was 60 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. During implant the valve had non-uniform expansion (nue). The starting implant depth at 80% was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The patient had severe calcification that prevented the resolution of the nue. The final implant depth was 3mm from the ncc and 3mm from the lcc. After the valve was released from the delivery cable the valve migrated. Stents were placed in both the coronary arteries as a precaution. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported migration appears to be due to procedural circumstances, as the valve had unresolved non-uniform expansion upon release. The cause of the reported underexpansion appears to be due to challenging patient anatomy, as there was severe calcification preventing full expansion. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.